Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak coming from the left hand side of the access 2 immunoassay system. The customer was unable to determine the source of the leak, but noted it was very slow; approximately 1 drip every 3 seconds. The leaking liquid can potentially contain not only wash buffer but patient sample waste, oc material and other substances that are considered bio-hazardous and/or chemical in nature. No harm or injury was reported by the user. The customer did not seek or need medical attention.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse discovered that the waste line had become disconnected from the side of the instrument. The fse re-seated and tightened the tubing. The fse primed the system several times and observed for a leak; no leaks were found. Although fse found disconnected waste tubing, a definitive root cause as to how the tubing disconnected has not been determined to date. (B)(4).